Event description:
Per affiliate: the patient was hospitalized for one night due to high bgs. No alarms were heard from pump. The pump was downloaded at the hospital but nothing abnormal could be detected. When pump was reconnected on customer the bgs level immediately increased again. When the reservoir was taken out, the insulin had leaked into the reservoir compartment. It was reported that md's diagnosis was dka caused by lack of insulin. The reservoir was changed in the hospital. Also it was mentioned that there had been no leaking reservoir noticed prior to hospitalization.